Event description:
A (B)(6) patient with stage iia undifferentiated sarcoma was undergoing robotic-assisted laparoscopic resection of a pelvic mass with possible exploratory laparotomy. During initial robotic pan survey of the abdomen and pelvis, general inspection of the mass and pelvis were performed. At the time, a second mass was also visualized in the pelvic region, which upon inspection, was a foreign body consisting of a discontinuous, ring-shaped, black object measuring 2.6 cm in length by 0.4 cm in width by 0.1 cm in thickness. The foreign body was sitting on top of the epiploica of the colon. The surgeon was able to incise a small adhesion and removed the object intact. The material most likely originated from an (B)(6) 2014 robotic surgery involving the intuitive surgical endowrist monopolar curved scissors instrument. The instrument has two plastic "washers" distal to the scissors and orange tape cautionary tape. The more distal of the two 'washers' is covered with a black film-tape that can release or be released from the plastic piece itself. The instrument itself does not look significantly visually different after the film-tape is gone, making detection post-surgical debris removal, likely impossible.